Event description:
The following was reported to gore on june 12, 2024 from the viedoc study database: on (B)(6) 2022, this 73-year-old male underwent treatment for a lesion in the right superficial femoral artery [sfa]. Two gore® viabahn® endoprosthesis with propaten bioactive surface devices were implanted successfully to the right sfa. The vsx devices were successfully navigated to the intended location and successfully deployed. The device catheters were successfully removed. Two additional devices (non-gore) were implanted to the proximal and mid sfa. Post dilation was performed to the mid sfa. The gore® viabahn® endoprosthesis with propaten bioactive surface devices were noted as patent at the end of the procedure. On (B)(6) 2022, the patient was noted to have a reocclusion of the right sfa and vbx device. The occlusion was noted to be on the right study limb. Treatment included antiplatelet / anticoagulant medication and a repeat intervention on the study limb. On (B)(6) 2022, the patient underwent an endovascular procedure for total vessel occlusion within the study device. Device patency was restored at the end of the procedure and there were no procedural complications.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the study coordinator, but not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This event was reported to the FDA twice and this medwatch #2017233-2024-05082 was therefore sent in error as a duplicate of medwatch #2017233-2022-02757, our ref. No. (B)(4). This medwatch will be retracted.